Event description:
It was reported that the device exhibited extended charge time. It was returned.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: anomaly observed in the field was confirmed in the laboratory. It is suspected the extended charge time was caused by the device being exposed to extreme temperatures.